Event description:
It was reported that capture could not be verified on the right ventricular lead. Outputs were increased on the device, but it was still not possible to verify capture on the lead. The lead remains in use. The patient was symptomatic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).